Event description:
The patient was not able to adjust stimulation. The display showed "call your doctor" icon. A power on reset (por) occurred. The por was able to be cleared and the issue was resolved.

Manufacturer narrative:
(B)(4).